Event description:
It was reported that the colonovideoscope had rust in air port and button port during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residues found in the air water supply (ad) on both sides of the channel. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was traced to a component failure. In addition, the white residues found in the air water supply (ad) on both sides of the channel could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.